Manufacturer narrative:
The investigation has just started; results will be provided within our follow-up report.

Event description:
It was reported that during use, the system posted "device failure 3" and ventilation stopped. No patient consequences reported.

Manufacturer narrative:
The log files were provided for the investigation at the manufacturer. Analysis of the logged entries revealed that the communication between cockpit c500 and ventilation unit vn500 was impaired and thus the alarm message "device failure 3" was triggered at 4:59 pm on (B)(6) 2019. In addition the ventilation unit vn500 performed several reboots between 5:00 pm and 5:03 pm on (B)(6) 2019. The ventilation was automatically continued with the latest settings after successful completion of each restart. Based on the manufacturer investigation it could be determined that the communication problem between cockpit c500 and ventilation unit vn500 and the restarts of the ventilation unit vn500 were caused by a hardware failure of the pcb therapy control unit. In case of a detected deviation regarding operation of the ventilation unit, the ventilation unit will perform a warmstart with accompanying alarm in order to reset the system. The warmstart sequence takes up to a maximum of 8 seconds. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the warmstart sequence, the ventilation will resume with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.